Event description:
Customer initially reports retractor not holding the sternum apart, kept jumping and handle appears very loose. On (B)(6) 2014, (B)(6) office reports that the surgeon was about to perform a bypass procedure on a child. The event occured almost immediately when the retractor was put into the sternum. It was removed, a sterile replacement retractor was available. There was no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.